Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the patient was being transported when the unit shut off and did not alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 09/aug/2018. The lead biomedical engineer performed troubleshooting and determined that a pin on the battery connector was "backed out" which caused the device to shut down. The engineer evaluated and repaired the unit themselves. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed, back in service. No parts were returned for evaluation. The root cause of the event could not be determined.